Event description:
It was reported that the pump screen has dark lines across the screen, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy via mobile app.